Manufacturer narrative:
Since the complaint device was discarded, uresil was unable to examine it. Like the end user, uresil does not know how this event occurred. This event is extremely isolated and unusual. (B)(4). Uresil checked the device history record for this lot of catheters, and no related issues were noted. This customer continues to use uresil catheters. This reported is being submitted because an interventional technique was required in order to preclude possible permanent impairment.

Event description:
The pt is living in a long care health facility. The pt regularly uses nephrostomy drainage catheters for drainage of urine from the renal pelvis. In this particular event, the nursing staff noted on (B)(6) 2011 that the strain relief collar was missing from the catheter. The pt had been previously scheduled for a catheter exchange (unrelated to this event), so the nursing staff alerted the pt's physician. Using fluoroscopy on (B)(6) 2011, the physician determined that the collar was in the pt's renal pelvis. It is not known how the component became positioned in this location. Using a minimally invasive interventional snare, the component was removed from the pt. The component was discarded by the end-user. The pt suffered no ill effects from this event.